Manufacturer narrative:
Lot number: 6481378. This event was previously determined to be reportable in 2019, at which time events regarding supris were submitted via asr. This report is intended to be a follow up report to submit additional information that has been received. Any further information received will be submitted under this new manufacturer report number. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient experienced severe pain with daily activities and intercourse. Additional information received further reported that in (B)(6) 2017, the patient was experiencing mesh exposure, an area of approximately 0.5 centimeters, just beneath the urethra. The patient also experienced discomfort and stated she felt something like tissue. Partial excision / revision of the mesh took place; 0.5 centimeters bilateral dissection of supris.